Event description:
Customer returned the device for evaluation and repair of the issue of leakage from distal end rubber coating (a-rubber). There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issues of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: due to a cut on a-rubber, water tightness is lost; due to deformation of scope (s) s-connector, water tightness is lost; nozzle is deformed; adhesive on a-rubber is detached; connecting tube has a wrinkle; insertion tube ig protector has a cut; connecting tube has a buckling; s-cover has a scratch; forceps channel port has a dent; switch (sw) sw2 has a scratch; forceps control lever is dirty; right (r)/left (l) knob is dirty; s-connector has a scratch; sc cover unit has a scratch; due to wear of angle wire, bending angle in up/down/r direction does not meet the standard value and the play of u/d knob is out of the standard value; due to damage on charge couple device (ccd) unit, the image has shadows; distal end cover (c-cover) is dirty; and light guide lens has a chip. The user¿s complaint of leakage is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage). In regards to the customer not using the maj-1888 brush, it is assumed there is a difference in recognition of device handling or reprocessing steps between olympus recommendation and the user facility. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g2, g3, g6, h2, and h10. Foreign material found in the device could not be identified. Customer sometimes follows the reprocessing procedure as per olympus training and instructions for use (IFU). Customer does not use the maj-1888 and is not following the recommended IFU in that way. However, in this case, the device could not be reprocessed (including brushing) due to leakage issue. Device was not completely reprocessed at the time of return. Therefore, there is no information for reprocessing of this device.